Event description:
The customer reported receiving alarm 2 followed by alarm 26, with an occlusion event earlier in the day. This caused the customer's blood glucose level to exceed 500 mg/dl, characterized as "high." In response, the customer administered a correction bolus via the pump without requiring third-party assistance. To resolve the issue, the customer changed the infusion set and cartridge and continued with insulin therapy. Despite experiencing frequent occlusion issues, the caller declined additional assistance, leading cts to close the case.